Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. The detergent pump was found to not be properly attached on the instrument causing insufficient detergent entering the system. The fse secured the pump and returned the system to functionality. The fse stated that the connection was most likely not secured properly during a preventative maintenance procedure (pm) that was performed on 4th april, 2019. In conclusion, the cause of this event was a malfunctioning detergent pump. (B)(4).

Event description:
The customer reported obtaining approximately 200 erratic creatinine and/or microprotein patient results on their au5800 clinical chemistry analyzer (s/n: (B)(4)). No issues with sample integrity were reported by the customer. The customer stated that quality control results were also erratic.